Event description:
Information was received in 2005 from a physician via a sales representative regarding a patient with a history of osteoarthritis and a previous course of synvisc injections into both knees in july 2003, who experienced a knee effusion, swelling, redness and warmth. The patient began treatment with synviac in 2005. The patient received three synvisc injections into their right knee in 2005, 9 weeks later and 2 weeks later. They experienced an effusion after the third injection they returned to the physician the next day and the knee was reddish, swollen and warm. The physician removed 120cc of fluid. The knee was injected with solumedrol. The fluid was cultured and a cell count ione, both were negative. At the time of this report, the patient had recovered. The physician did not provide a casualty assesment.